Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. No pictures were available. There was no leakage reported during the priming of the product before the event. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.

Event description:
During crrt on this critically ill patient, requiring ECMO and mechanical ventilation, the venous line connector of the prismaflex m100 set was found disconnected from the patient's access catheter. Within a minute of the nurse identifying the disconnection, the patient experienced a cardiac arrest. The patient received IV fluids, six units of prbcs, and was successfully resuscitated. After the patient stabilized, crrt was restarted with the same prismaflex and continued with no problems.